Manufacturer narrative:
Device evaluation: one device was returned for evaluation. On visual inspection a tear was visible which compromised the sterility of the packaging. The complaint is confirmed. The damage to the seal appears to be caused from the outside of the packaging resulting in a highly visible defect which would always be found before use. The root cause of the failure is attributed to rough handling. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: one device returned for evaluation. The evaluation is in-process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.